Manufacturer narrative:
An evaluation of the scd 700 controller was performed for the reported condition of a ¿power cord - exposed copper wire¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the ac power cord was cut with exposed copper wires and turns on and off intermittently.